Manufacturer narrative:
The reported 6.5 x 72mm threaded flex cannula intended for use in treatment, will not be returned for evaluation. Without the reported product an evaluation cannot be performed and the customers complaint cannot be confirmed. A photograph was sent for evaluation. Examination of the photograph is inconclusive. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: use of excessive force during use. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, distal part of new product was slightly broken or distorted. No patient injuries reported, no significant delay reported. No back-up device was available to complete the procedure.